Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the event was not determined. The issue was not resolved. The plan is to see how the patient does with the reprogramming. No plans were made past that.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type:lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she is noticing more pain in her l low back and l leg. She reports turning her stimulation off and the result was worsening pain. When she turned it back on, her pain got better.  Rep ran an impedance test and contacts 0, 1, 2, 4, 5, 9, and 10 were >10,000. Rep was able to reprogram around the impedance issues and found an ld program that gave her good (l) stimulation. Rep set up adaptive stimulation on that program and also gave her two hd options on groups a and b. Plan is to trying the ld group for at least a week and then change to group a and/or b if she needs. Unknown if issue is resolved at this time.